Manufacturer narrative:
The insulin pump was received with intermittent button response due to corroded keypad traces. The insulin pump has cracked reservoir tube lip, cracked battery tube threads, minor scratched lcd window, scratched reservoir tube window and stained end cap sticker.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer was attempting to download info but the device was not responding. Customer's blood glucose was 173 mg/dl. Customer does not recall any significant event that may have caused the keypad issue. Customer was advised to discontinue use of the device and revert to back up plan. No further information reported.